Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is generating a transducer fault alarm. The transducer calibrations were performed and the circuit pressure transducer failed the calibration. There was no patient involvement at the time of the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly. An investigation was performed and identified the root cause was due to a degraded transducer within the assembly (pt 801). The pt 801 component has a differential voltage that is outside of manufacturer specifications. This issue will be internally investigated within carefusion.